Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before starting pd therapy. It was unknown if the patient was hospitalized. On the same day as the event onset, the patient started treatment with intravenous vancomycin (1gm stat then every fifth day; duration not reported) and intravenous tazt (4.5gm twice daily; duration not reported) for peritonitis. Action taken with dianeal therapy and patient recovery status were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.